Manufacturer narrative:
The getinge field service engineer (fse) that was dispatched and evaluate this unit as mentioned in the initial emdr, reported that the power supply was replaced. The iabp was then returned to the customer and cleared for clinical use. A supplemental report will be submitted when our investigation is completed.

Manufacturer narrative:
Updated fields: b4, g3, g4, g7, g8, h2, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: d1, d5, g1(contact person), h4.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse checked the batteries and cleaned and checked the filter. There were signs of dampness inside. It was determined the power supply is faulty. A quote was given to the customer, the fse is awaiting their approval. Additional information has been requested, and we will report accordingly if it becomes available. (B)(6).

Event description:
It was reported that prior to use the cs100 intra-aortic balloon pump (iabp) did not power-up. There was no patient involvement, and no adverse event reported.